Event description:
Patient called to report adverse reaction to her essure implant she had placed in (B)(6) 2015. Patient stated the essure device contains nickel which causes an itching reaction all over her body. Patient stated she's noticed her menstrual cycle has become much shorter lasting only 1-3 days. Patient also stated that pain from her menstrual cycle is very bad, worse than before she had the essure implanted. Patient stated she gets migraines and sharp pains in her stomach. Patient said she has trouble with bowel movements and needs to take a laxative to have a bowel movement. Patient said her left ovary was inflamed at one point, but is back to normal now.